Event description:
It was reported that the customer had an issue with an infusion set. He woke up with a blood glucose level of 300 mg/dl and found out he was disconnected at the quick release. When he reconnected his blood glucose level went up to 400 mg/dl. He corrected his blood glucose level with a manual injection. The customer altered his infusion sets to make them work correctly. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.